Manufacturer narrative:
A4 patient weight added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had his drg ins replaced because the ins was inoperable. Stimulation therapy was reportedly restored postoperatively.